Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons of the insulin pump were not working. The customer's blood glucose level was 120 mg/dl. The customer also reported that the time advances. The customer was advice to discontinue use of the insulin pump and revert to backup plan. The device will not turned for analysis.